Manufacturer narrative:
A review of the receiving inspection (ri) for x15 driver final tightener was conducted identifying that lot number nn149181 was released in a single batch. Batch1: released on september 03, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the x15 driver final tightener was returned and received at us customer quality (cq). Upon visual inspection, the distal tip of the device was stripped. No other issues were identified with the complaint condition. The stripped/worn condition of the distal tip is consistent as an end-of-life indicator for the device. No other issues were identified during the inspection. Conclusion: the complaint condition could not be confirmed as no rust was found on the device. However, the distal tip of the device was stripped. After a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that symphony loan set instruments arrived at cssd covered in rust. The cssd department will attempt to remove the rust. Upon manufacturer receipt and investigation of the devices, it was discovered that the x15 driver was stripped. This report is for a x15 driver final tightener. This is report 1 of 1 for (B)(4).